Event description:
Pump declared a cartridge change error, and there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was instructed by technical support to inspect and clean the pump¿s components and attempt to load a new cartridge, but this was unsuccessful. As a result, the customer was referred to customer support for further troubleshooting and advised to rely on multiple daily injections (mdi) in the meantime.